Event description:
It was reported by the customer that a pyxis medstation es showed critical override. The customer stated that the devices were having interface/connection issues and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to carefusion coordination engine-service crash. An integration engineer booted the carefusion coordination engine and contacted bestcare to have them restart the interface connection on their end to get the admit discharge transfer and orders to cross over to resolve the issue. The system functioned as intended after the integration engineer troubleshooted the device.